Event description:
It was reported that a female pt was in the cath lab for intra-aortic balloon (iab) insertion via the femoral artery. Upon insertion of the iab into the super arrow-flex (saf) sheath, resistance was felt and the iab was unable to be passed. The iab and sheath were removed. Another sheath was placed successfully and the pt was transferred to another hospital for a coronary artery bypass graft (CABG) procedure. There was a minimal delay reported. There were no pt complications, injury or death reported. The outcome of the pt is noted as good with no add'l complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.